Manufacturer narrative:
A patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a optrell mapping catheter with trueref technology and while mapping with the device, the patient experienced blood pressure dropped/hypotension, ventricular tachycardia, ventricular fibrillation treated with cardioversion, CPR and epinephrine administration. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On 11-mar-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a optrell mapping catheter with trueref technology and while mapping with the device, the patient experienced blood pressure dropped/hypotension, ventricular tachycardia, ventricular fibrillation treated with cardioversion, CPR and epinephrine administration. The report indicated that after mapping the left ventricle with the optrell catheter, the physician induced ventricular tachycardia with rv pacing. Anesthesiologist then noted that the patient's blood pressure dropped/hypotension. The staff cardioverted the patient 7 or 8 times without success. The patient's rhythm then degraded to ventricular fibrillation. CPR was performed, along with several defibrillation attempts and epinephrine administration. The patient's rhythm was eventually restored to sinus rhythm. The patient is currently stable.